Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received an instrument alarm and erroneous results were generated for an unknown number of patient samples. The assays involved were cholesterol, phosphorus, gamma glutamyltransferase (ggt) and calcium. The customer reported erroneous results to the physicians. The physicians evaluated the results and requested repeat testing be performed on a second cobas integra (serial number (B)(4)). The customer provided approximate differences between the intial and repeat results only, no specific values were given. The examples provided were cholesterol results differences >50%, phosphorus results differences >30%, ggt results differences >50% and calcium results differences >20%. The reagent lot numbers were not provided. The field representative found tubes of sample and reagent transfers were not properly filled with water. Instead air bubbles were present which were coming from the pressure container. The field representative determined the pressure container had a defective float switch and he replaced the float switch. Afer replacement, the field representative observed normal analyzer operation.